Event description:
The account alleged the bed has no head up.

Manufacturer narrative:
The technician found the bottom cover was pressing the CPR lever down. The technician reinstalled the bottom cover to repair the bed.